Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed:1. Number of persons adversely affected: 0. No parts have been returned for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the 3d spin with the imaging system stopped shortly after starting to acquire a 3d image. The site attempted to start another spin but heard a series of noises form the gantry and stopped. The site aborted use of this system and completed the procedure with a back up imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.